Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several aborted vf episodes due to noise were observed. During explant, insulation damage with externalized cables was observed. The lead was explanted.